Event description:
The customer reported a leak of latron control and primer coming from the vl (valve) 88 in the beckman coulter lh750 instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed. There is an exposure control or risk management plan available at the facility. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed a small cut on latron line at vl 85 not vl88 as customer reported. The fse replaced the tubing and analyzed a latron control to validate repair. Instrument operation was verified. Root cause for the leak was a small cut on tubing at vl85. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).